Event description:
It was initially reported that the zimmer air dermatome ii handpiece had paint under that blade that was bubbling and peeling off. The event was discovered during kit inspection and there was no patient involvement or harm associated with the report. An alternate device was retrieved to complete the surgery without delay.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.